Event description:
Additional failure of pads adaptor cable (m1 750a/b) with cable attached defibrillator intermittantly fails to discharge with simultaneous activation of membrane switches. Normal indication on screen. Analysis finds that the circuit board connector within the main connector assembly partially out of recepticle jack. Further examination finds sternum discharge line is intermittently open. (Pin 4) result of this failure mode is inability to discharge defibrillator with no other indication of a problem or error condition. The number of cable failures caused by this connector disconnect now total 3. Voluntary reports (2) and mandatory reports (6) regarding the subject pads adpator cable (m1750a/b) for all failure modes over the past 10 months now total twelve cable failures.